Event description:
Per the clinic, the patient was hospitalized (specific date and duration not reported) due to swelling and cellulitis at the implant site and the patient was subsequently treated with IV and oral antibiotics (specific date and duration not reported). On (B)(6)2023, a procedure was performed to drain an abscess that developed at the implant incision site. On (B)(6)2023, the patient was administered with a ten-day prescription of oral antibiotics due to fluctuance and fluid collection. On (B)(6)2023, cultures returned as positive for bacterial infection and the patient was treated with oral, IV and topical antibiotics (specific date and duration not reported). On (B)(6)2024, it was discovered that the patient developed a wound breakdown with limited drainage at the implant site and the patient was treated with antibiotics (specific type, date and duration not reported). The patient continues to have drainage and a fistula was discovered at the implant site during a follow-up visit four weeks later (specific date not reported). A decision was made to explant the device and the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.